Manufacturer narrative:
The samples were collected in a sodium (na) heparin pst tube. Centrifugation information was not supplied. Qc was within the customer's established ranges during this event. A system check was performed (B)(6) 2011 and both met specifications. Service was not dispatched for this event. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining lower than expected tbhcg (total beta - human chorionic gonadotropin) result for one (1) patient's sample generated by the access 2 immunoassay system. The erroneous result was reported out of the laboratory and the physician questioned the result. Repeat testing and a subsequent sample, both resulted higher and better matched the patient's clinical picture. The results provided by the customer are shown. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.